Manufacturer narrative:
Based on a description of the complaint from the customer, the doctor was attempting to advance the catheter and tried to withdraw the guidewire when the wire stuck in place. A small incision was made and the wire was removed. Another line was placed and the planned surgical procedure was completed. No discrepancies were noted in a review of the batch record. Guide wires are 100% inspected. They are the be free of damage, free of surface and coating imperfections, uncontaminated, and free of abnormal colorations. If the doctor tugged on the guide wire to get it unstuck, inadvertent stress placed on the guide wire could cause the core wire to break loose form the welded tip. The IFU states, "do not advance the wire against resistance until the cause of the resistance has been determined by fluoroscopy". Excess force against resistance may result in damage to the guidewire, or catheter, or vessel perforation. The complaint sample was not returned for analyses; therefore, the exact root cause of the complaint was not determined. However, based on the information received, it is probable that the root cause of the complaint was due to inadvertent stress on the guidewire which caused it to break off.

Event description:
Patient was having a right femoral central line placed in preparation for surgery. While attempting to advance the catheter and withdraw the guidewire, the wire stuck in place. The physician was unable to withdraw the guidewire. Vascular surgery was consulted. They made a small incision and removed it. The physician stated that he guidewire appeared to have uncoiled. The line was cut into three parts to remove it. Another line was placed and the planned surgical procedure was completed. Since there were two line placement both package covers were severed. It is not known which package had the product in question.